Event description:
Less than a year after getting implants health started rapidly deteriorating. Intense 72 hour migraines. Complete loss of vision in right eye. Fatigue, muscle spasms, and brain fog. Hideous back rash, memory loss, numbness and tingling in hands and feet. Intense sheet soaking night sweats, regardless the time of year. Mobility issues, back and leg pain, depression, multiple sclerosis. FDA safety report ID# (B)(4).